Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. In addition, a possible reimplant on the right side. The patient will be on antibiotics until that time. There were no additional adverse patient effects reported. The rv lead was explanted.